Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted. An attempt was then made to deploy a second mitraclip. Multiple leaflet-grasping and capturing attempts were performed and were unsuccessful. The clip was retracted back into the left atrium, at which point a new flail segment was visualized. The second clip was reoriented, advanced into the left ventricle, and subsequently deployed successfully. The mr was reduced to grade 3¿4 post-procedure; however, the mean pressure gradient increased to 7 mmhg. On (B)(6) 2026, the patient was reported to be deceased. Severe mr, hemodynamic instability contributed to death of patient. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed and medical review, the reported difficult or delayed positioning (leaflet grasping and leaflet capture) appears to be related to procedural factors due to difficulty visualizing the clip. The reported difficulty visualizing the clip appears to be related to imaging quality. The reported tissue injury is likely a cascading effect of the grasping attempts. The cause of the reported mitral stenosis could not be determined. The cause of the reported patient death could not be determined. Mitral stenosis, tissue injury, and death are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1158. Codes added: medical device problem code: 1157. Health effect - impact code: 4641.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 mixed mitral regurgitation (mr), moderate-to-severe aortic stenosis, chronic heart failure with preserved ejection fraction (hfpef), hypertension, and a schatzki¿s ring for a mitraclip procedure. During the procedure, imaging was challenging. In an attempt to improve imaging quality, a pressure bag was positioned under the patient's shoulder. A mitraclip was subsequently successfully implanted. An attempt was then made to deploy a second mitraclip. Multiple leaflet grasping and capture attempts were performed but were unsuccessful. The clip was retracted into the left atrium, at which time a new flail segment was visualized. The second clip was reoriented, advanced into the left ventricle, and successfully deployed. Post-procedure, the mr was reduced to grade 3¿4; however, the mean mitral pressure gradient increased to 7 mmhg. On (B)(6) 2026, the patient was reported to be deceased. Severe mr with acute on chronic heart failure with preserved ejection fraction, leading to cardiogenic shock and hemodynamic instability, contributed to the patient's death. There was no clinically significant delay reported.